Manufacturer narrative:
(B)(4). Concomitant medical products: repicci onlay poly tib sm 7.5, catalog # 102206, lot # 256800. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during shoulder surgery sales rep opened the box where knee implant was received instead of the shoulder.

Event description:
It was reported that during shoulder surgery sales rep opened the box where knee implant was received instead of the shoulder.

Manufacturer narrative:
UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product confirmed that the label on the outer carton is for a hybrid glenoid base (pn 113954; ln 516880) and the inner sterile package is for a repicci 2 tibial bearing (pn 102206; ln 256800). The complaint has been confirmed by visual evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue can be attributed to labeling deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.